Event description:
It was reported that once the device was removed from the package prior to an unknown procedure, it was noticed that the sheath was kinked and could not be used. No patient consequence.

Manufacturer narrative:
(B)(4). Cannula has been damaged. The cannula has a small dent just below the frosted area. Based upon the visual and functional examination, it was concluded that the dent prevents the needle assembly from going into the cannula. The source of the dent is unknown. All parts are checked for fit prior to leaving the supplier. Analysis has confirmed the customer's complaint. The batch history records were reviewed with no anomalies noted.